Manufacturer narrative:
Upon reassessment, it was identified that the report was inadvertently submitted under the MFR: 0001825034-2017-06939-1-06938 the report should be voided. The correct report will be submitted under MFR: 0001822565-2018 00123.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown humeral stem. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-06938. It is unknown if the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that patient complaint of having pain in elbow when visited doctor's office. Attempts have been made and additional information is not available at this moment.